Event description:
I had a wright conserve plus hip replacement in (B)(6) of 2004. On (B)(6) 2013, I had to have a revision due to very high levels of cobalt, chromium, and titanium. They had to remove black tissue from the hip area and the socket was moving around when the doctor barely touched it. I have had extensive pain and time off work. My son was born in 2005 with craniosynostosis. I can't prove that it was from the metal, but I have my suspicions. I was told there are more than 700 people that have reported problems with this type of implant. This product really needs to be recalled!